Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to a failure of an indicator, designator l1 from the analog pcb assembly, where legs 1 to 4 were open. The customer was provided with a replacement device.

Event description:
It was reported that the device would not power on. There was no pt use associated with the reported failure.